Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon of ¿no image¿ occurred likely because the cable unit failed. However, the cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported in evaluation codes and additional MFR narrative. The investigation is ongoing. Physical evaluation of the complaint device shows: the device was inspected. The user's complaint of "not showing a picture" was confirmed and found to be due to due to faulty cable unit. Rear cover label is faded. Focus ring is worn, it has thin cracks. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during preparation for use, a 4k camera head was not showing a picture. There was no patient impact related to this occurrence.